Manufacturer narrative:
The initial reporter's facility name: (B)(6). The initial reporter's phone number: (B)(6). The reported event was confirmed. The root cause for the reported event is a failed mixing pump. The device was evaluated upon receipt. During evaluation it was found that the chiller temperature did not cool down. The mixing pump was replaced during pm. Cleaning, inspection, functional check, water check, calibration, est and mtk were performed. The device was without error. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device sounded an alarm every 10 minutes due to loss of control, it was unable to monitor the temperature. Per review of wo on 15sep2025, there was no patient involvement. Per sample evaluation results received via task on 01oct2025, it was reported that the chiller temperature (t4) did not cool down. Circulation pump was too weak.

Manufacturer narrative:
Initial reporter facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device sounded an alarm every 10 minutes due to loss of control, it was unable to monitor the temperature. Per review of wo on 15sep2025, there was no patient involvement. Per sample evaluation results received via task on 01oct2025, it was reported that the chiller temperature (t4) did not cool down. Circulation pump was too weak.